Event description:
The customer reported to olympus, the flex deflectable videoscope had image blackout if the connector was shaken or the scope moved. The issue was found during maintenance. There were no reports of patient involvement or harm caused by the defect.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that when the connector section was shaken, the image alternately disappeared and appeared. The appearance of the electrical contacts of the connector was checked to find no adherence of significant debris. However, after cleaning the device with alcohol, the suggested event did not recur. It is presumed that there was debris that was hard to be recognized visually or slight debris that may have adhered to the electrical contacts of the connector, which may have caused contacts failure. A definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. This issue is addressed in the instructions for use (IFU), operation manual: ¿do not insert the video connector while the electrical contacts are wet and/or dirty.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "image cloudy" pointed out has been reproduced. Compared to the image of the same model, the image was always white. Therefore, when the appearance of the tip objective lens unit was checked, it was found that the inside of the objective lens was clouded by moisture. Due to the cloudiness in this lens, it is judged that the image was white. As for the cause of the occurrence, when the appearance of the scope was checked, it was found that the objective lens adhesive part was missing and the curved rubber adhesive part was missing enough to expose the internal pincushion adhesive part, so it is possible that moisture gradually entered from both of them and moisture was absorbed from the adhesive by repeated reprocessing, and moisture may have entered the inside of the objective lens unit. Chipping of the objective lens adhesive may have been caused by the accumulation of chemical damage during cleaning/disinfection, the accumulation of physical stress such as squeezing or rubbing with some object during reprocessing, and other sudden physical stress on the tip. In addition to the cause of chipping of the objective lens adhesive, it is possible that the chipping of the curved rubber adhesive part may have been caused by rubbing or bumping due to pulling out at an angle when using the trocker. Olympus will continue to monitor field performance for this device.